Event description:
It was reported that during unpacking and preparation for percutaneous coronary intervention (pci) a stent damage was observed. The 3.50 x 24mm promus element stent was being unpacked and prepared for the pci procedure when they discovered that the proximal end of the stent had the strut pointing out. There was no patient involved and the procedure was completed with another of same device.

Manufacturer narrative:
Device evaluated by MFR: returned product analysis revealed upon visual and microscopic examination a proximal stent damage and tip damage. Some struts on the first row in from the proximal end of the stent were raised up. The tip of the device was damaged (jagged like edges). The balloon of the device was visually and microscopically examined and no issues was noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The hypotube was kinked at several locations along its length (50mm, 240mm and 640mm) all distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking and preparation for percutaneous coronary intervention (pci) a stent damage was observed. The 3.50 x 24mm promus element stent was being unpacked and prepared for the pci procedure when they discovered that the proximal end of the stent had the strut pointing out. There was no patient involved and the procedure was completed with another of same device.

Manufacturer narrative:
(B)(4).